Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this device was explanted and the left ventricular (lv) lead was surgically abandoned due to fracture, which was believed to have happened shortly after the initial implant of this lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead presented to the emergency room with chest pain and a slow ventricular tachycardia rate which was externally converted. The lead exhibited high pacing impedance measurements greater than 2000 ohms and increased threshold measurements. It was noted that sensing measurements were normal. An x-ray was performed and no fracture was noted. At this time, the physician will continue to monitor the patient. The lead remains implanted.